Event description:
On (B)(6) 2010 (post procedure but before discharge): a pericardial effusion occured which was moderate but significant and circumferential but well tolerated. No intervention was necessary. The event was resolved without sequelae and the patient recovered on (B)(6) 2010. The prognosis of the patient was satisfactory. The event was assessed as procedure related.

Manufacturer narrative:
(B)(4). This event is from a clinical study and has been assessed as procedure related and the device was not blamed for the event. The device was not returned for investigation.